Event description:
The reporter contacted animas on (B)(6) 2013, alleging the prior week the pump emitted a warning during a bolus that the pump was not able to communicate. The patient reportedly was not checking the bolus history to make sure the bolus was completed resulting in a blood glucose (bg) elevation of 400 mg/dl with nausea and excessive thirst. The patient¿s elevated bg was treated with administration of an insulin bolus. The history was checked after the bg elevation and it was then that it was discovered that the boluses were incomplete. During troubleshooting, education was provided on signal interference and how to change the signal channel on the pump and meter. This complaint is being reported because the patient experienced elevated bg resulting from use error by not checking the bolus history for completed boluses when the pump appropriately warned of a communication failure.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.